Event description:
Bipolar scissor was opened and it did not work. A second bipolar scissor was opened and it did work. During use of the first scissor, the bipolar machine was changed and the scissor still did not work.